Event description:
It was reported that, "the blade burst into flame during a tonsillectomy and adenoidectomy. There was no patient injury. The procedure was not altered. They were using a cuffed endo-trach tube and working with 50/50 blended gases. The esu was set at 30 watts coag mode."